Event description:
A report was received that the patient suddenly lost stimulation after undergoing a computerized tomography (CT). It was determined that the leads had a lot of high impedance reading on all contacts and were not working. The physician recommended a replacement procedure.

Event description:
A report was received that the patient suddenly lost stimulation after undergoing a computerized tomography (CT). It was determined that the leads had a lot of high impedance reading on all contacts and were not working. The physician recommended a replacement procedure.

Event description:
A report was received that the patient suddenly lost stimulation after undergoing a computerized tomography (CT). It was determined that the leads had a lot of high impedance reading on all contacts and were not working. The physician recommended a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the leads were replaced and the splitters were explanted. It was also reported that the patient had a fall and it was believed that something happened to the connection of the splitters and leads. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional information that the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient suddenly lost stimulation after undergoing a computerized tomography (CT). It was determined that the leads had a lot of high impedance reading on all contacts and were not working. The physician recommended a replacement procedure.

Event description:
A report was received that the patient suddenly lost stimulation after undergoing a computerized tomography (CT). It was determined that the leads had a lot of high impedance reading on all contacts and were not working. The physician recommended a replacement procedure.

Manufacturer narrative:
.